Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 10mmx4.00mm wolverine cutting balloon was selected for use. During the procedure, a balloon pinhole ruptured upon first inflation at nominal pressure. The device was removed without any problem and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 10mmx4.00mm wolverine cutting balloon was selected for use. During the procedure, a balloon pinhole ruptured upon first inflation at nominal pressure. The device was removed without any problem and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure. It was further reported that the target lesion was located in the left anterior descending artery and the balloon ruptured at 6 atmospheres.